Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring, cracked reservoir tube window, cracked battery tube threads, a cracked case at a display window corner and a cracked display window.

Event description:
The customer reported that the insulin pump was broken at the top of the reservoir compartment. She stated that the insulin pump was cracked and there was a piece missing. The customer stated he was unaware of how the damage occurred. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.